Manufacturer narrative:
The hospital refused to provide information about the patient's weight.

Event description:
On (B)(6), 2023, nakanishi visited the hospital and received information from a doctor that the doctor injured dura mater using an nsk surgical device . The details nakanishi obtained are as follows. - the event occurred on (B)(6), 2023. - the doctor was performing a craniotomy procedure using the p200-per device (serial no. (B)(6)) together with a drill manufactured by another company. - during the procedure, the doctor perforated the patient's skull and injured the dura mater. - the procedure was completed as scheduled. - according to the doctor, there were no abnormalities in the device prior to use.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject p200-per device [0bh10008]. There were no problems observed during manufacturing or testing noted in the DHR. The repair history showed 1 service record since the device was shipped. The repair details are as follows: october 2019: the bearings, spring, planetary gear holders, and o-rings were replaced. With respect to the repairs in the above list, the service record indicate that nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. B) nakanishi attached a drill for test to the returned device, connected the device with the drill to a company-owned motor and control unit, and activated the device to observe whether or not there was an abnormality. No abnormality was observed during the evaluation. C) nakanishi then carried out a performance check of the returned device, including chuck force, noise, vibration, rotational resistance, and temperature rise and observed that there was no malfunction. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the device and performed a visual inspection of the internal parts. Nakanishi observed the following: the gear case was partially corroded. The bearings in the planetary gear assy, which affect rotational performance were not damaged. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. C231113-07. Conclusions reached based on the investigation and analysis results: a) nakanishi could not identify the exact cause of the reported unintentional activation of the returned device because nakanishi did not observe any abnormalities in the visual inspection and performance check. B) in spite of the fact that nakanishi could not identify the cause, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the doctor and reminded the doctor of the importance of using the device as instructed in the operation manual.